Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Event description:
Pt reported on the annual questionnaire of case of non-hodgkins lymphoma. There have been several attempts to gather info regarding this case, but there has been no progress made. If/when new info is provided it will be forwarded. This file is for the right side. See mrf 2024601-2014-00311 for the right side.